Event description:
It was reported by service report that the head-end lift was stuck at its highest position, and would not go down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board and damaged head-end lift motor coupler caused head-end lift to be stuck at its highest position.